Event description:
It was reported that this pacemaker stored inappropriate signal artifact monitor (sam) episodes due to oversensing of atrial fibrillation (af). Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.